Event description:
Just went onto dexcom g7-it continually goes out of service for extended amounts of time so I am forced to stick myself to test my blood sugars. I have called them numerous times and they promise a supervisor will call me right back but it's been 13 days and 15 days, and they still have not! I am so tired of it, I want to switch but medicare won't pay until I use up the supply I have. I told dexcom I would return these d7 in exchange for the d6 and they refuse.